Event description:
A report that the pt's ipg was explanted due to an infection at the pocket site was received. The pt's symptoms were swelling and redness at the pocket site. The pt's physician does not believe that the infection is device related. The pt was re-implanted in 2009 with a new ipg and is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn for eval. A review of the mfg documentation of the explanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation found them to be satisfactory. This is the final report.